Event description:
The user facility reported that the doctor performed a prostate embolisation and always uses the same products for this. While he was placing the microcatheter (mc) in the desired position, he noticed that the microcatheter (mc) was perforated. He supplied us with both wires he was working with. He removed everything and continued the treatment with new products. Nobody was harmed. Perforation of the microcatheter 2.0f by the microwire used (synchro select, boston scientific) during probing as part of a prostate artery embolisation with coils. The products could be completely removed, there was no obvious damage to the patient. Both wires were used for probing/ reaching the target. The wire that is stuck in the catheter is the one that was used to try to push the coil after reaching the target. At some point, the user realised that the wire was stuck and therefore removed everything. The procedure outcome was not reported. The patient was not harmed.

Manufacturer narrative:
G4: PMA/510(k): k033913. The actual device was returned for evaluation. The returned items included one progreat (the actual sample), along with two guidewires and one coil, which were used in combination with the actual sample. Of these, the guidewire that was in the state combined with the actual sample is called gw1 and the other guidewire as gw2 in this report. <appearance inspection> - the actual sample was perforated at approx. 190 mm from the distal end, and gw1 protruded through the perforation. (Unaided eye / digital microscope) - there was a tear in the perforated area. (Digital microscope) - the coil was protruding from the distal end of the actual sample. (Digital microscope). Based on the conditions of them, it was thought that the coil had been pushed by gw1. - no other abnormalities such as kinks, crushes, or tears were observed. (Digital microscope). - upon examination of the torn area, deformations were observed in the inner layer, outer layer, and reinforcing coil. It was specifically observed that the tear in the outer layer had occurred in an outward direction. (X-ray device) this inferred that a load was exerted on this area from the inside. - upon removing the outer layer and reinforcing coil from the actual sample and inspecting the inner layer of the torn area, it was found that the outside of the inner layer was curled and wrinkled, and the inside had multiple abrasions and roughness. (Digital microscope, electron microscope) this inferred that some kind of hard object in the lumen of the actual sample might have come into strong contact with the inner layer, applying a load in the outward direction. - the distal end of gw2 had been sheared and the core wire was exposed. No anomaly was found in the appearance of gw1. (Digital microscope) based on this, it was inferred that the actual sample was punctured by the sheared gw2, resulting in a tear. Once gw2 was removed, gw1, which had been inserted into the actual sample when the coil was pushed in, became exposed through the torn area. <dimensions of the actual sample> - the outer diameter of the actual sample (undamaged area): it met the factory's specifications. No anomaly was found. - the inner diameter of the actual sample: unable to measure because the lumen at the distal end was deformed <history investigation of the involved product code and lot number> - no anomaly was found in the manufacturing record and the shipping inspection record. - no similar event from other facilities was found in the past complaint file. <simulation test> in order to confirm the mechanism by which gw1 protruded the actual sample, the following simulation test was conducted. (1) the catheter of a factory-retained progreat was intentionally kinked. (2) when gw2, which had an exposed core wire, was inserted into the kinked progreat, it became caught at the kinked site. (3) continuing the insertion under the aforementioned conditions, the exposed core wire of gw2 perforated the progreat, resulting in a tear. (4) after removing gw2, gw1 was inserted. Consequently, gw1 became exposed through the torn area of the progreat. This condition was considered similar to that of the actual sample. <cause of occurrence/conclusion> based on the investigation result, as a possible cause of this case, the following mechanism was inferred. (1) the distal end of gw2 was sheared for some reason, leading to the exposure of core wire. (2) during the insertion of the actual sample into the patient, excessive bending load was applied to it, causing a kink. (3) gw2 with the exposed core wire was then inserted into the actual sample under the aforementioned condition. Consequently, gw2 became caught at the kinked site. (4) continuing the insertion, the core wire of gw2 perforated the actual sample, resulting in a tear. (5) after gw2 was removed, gw1 was inserted at the time the coil was pushed in, which resulted in the gw1 exposing through the torn area. Relevant IFU reference: "if any resistance is felt during the insertion of the guide wire, discontinue to advance the guide wire and replace with a new one." Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).